Manufacturer narrative:
The error description provided by the customer (cover lens missing) was confirmed. During the manufacturer's technical inspection, the error was also confirmed, but several errors were detected. The most likely cause is therefore the wear of the adhesive at the tip of the c-mac blade caused by the reprocessing process. This causes liquid to penetrate the blade, which affects the electronics and causes the led to fail/glow weakly. In addition, the image sensor is affected by the ingress of liquid, which can cause the image to fail. The instructions for use describe that a functional and visual inspection must be carried out before use, during which signs of wear and damage to the c-mac video laryngoscope should have been noticed, which is also supported by the applications of 472 and the operating hours of over 46 hours. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the lens cover missing on blade, and it could have been retained in a patient although there is no evidence of this.